Manufacturer narrative:
The device was returned for investigation on 3 september 2019. The reported catheter leak was confirmed in the investigation. A crack in the intelligent drug delivery catheter (iddc) tubing drug lumen was observed underneath the strain relief where loctite from the manifold had wicked onto the tubing. A CAPA has been opened to investigate this failure mode and it will continue to be monitored through the CAPA process and complaint metrics and trending. The catheter was being placed to treat pulmonary embolism. The patient received the targeted amount of lytic and was reported to be stable. While no patient impact or adverse event was reported, the patient underwent a second procedure to replace the device to treat this pe. Review of the device history record confirmed that the product was manufactured per standard processes and met all acceptance criteria. There have been no other reported complaints from msds of the same lot.

Event description:
Ekos distributor reported that after 12 hours of treatment, the catheter was replaced due to a leak from the drug lumen. The catheter was being placed to treat a pulmonary embolism (pe). The patient received the targeted amount of lytic and was reported to be stable. While no patient impact or adverse event was reported, the patient underwent a second procedure to replace the device for pe treatment.